Event description:
It was reported the external pulse generator (epg) intermittently shuts off by itself. The customer comment could not be confirmed. Subsequently the epg was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the upper/lower case, two side bail covers, and the ring cover were broken. The lead flex cover and battery drawer were contaminated. The ring was bent and the battery flex was out of mechanical specification.